Event description:
Healthcare professional reported via regulatory agency reports "surgeon found a hole found in tissue expander". Device not implanted.

Manufacturer narrative:
In response to FDA voluntary medwatch. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.